Manufacturer narrative:
An event regarding threads stripped involving a trident trial was reported. The event was confirmed. Method & results: -product evaluation and results: a visual inspection found the trident trial was found in used condition. The inner threads were notably damaged and worn. Significant damage was noted on the body of the device due to multiple usage. The material analysis engineer ¿indicated that damage observed on device threads consistent with cross threading and off axis loading. Damage also observed on trial consistent with in-service use.¿ -medical records received and evaluation: not performed as no medical records were provided. -product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the reported event of threads stripped involving a trident trial was confirmed. The material analysis engineer ¿indicated that damage observed on device threads consistent with cross threading and off axis loading. Damage also observed on trial consistent with in-service use.¿

Event description:
Window trial threads stripped while attempting to remove trial from hip socket.

Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Window trial threads stripped while attempting to remove trial from hip socket.